Event description:
Pt had bilateral silicone breast implants done in 1986. Right breast implant with right capsular contracture. Bilateral removal of silicone breast implants, bilateral open capulectomy and replacement of implants with mentor smooth saline breast implants. Small nodule on right breast sent for biopsy.